Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 was not connected when the new sensor and infusion set were placed, the user initially forgot to pair and later entered a pairing code, and subsequent glucose readings were elevated with concern for possible air in the line despite tubing fills; troubleshooting and education were completed, with guidance to monitor and change supplies if glucose did not trend down. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included user interview, review of device use, and troubleshooting education. Investigation of this case revealed an incorrect or delayed sensor pairing with use of a different sensor type and potential infusion delivery concerns, with no ilet alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that user-related use error was the most probable cause.